Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: no observed on the device. Calcification: no observed on the device. Additional observation: red particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported right side rupture and ultrasound/mammography resulting: ¿bening calcifications¿, ¿significant irregularity in the contours with signs of intracapsular rupture of the right prosthesis¿. Device has been explanted and replaced with a non-allergan device.